Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the on/off lid latch missing from the device. This prohibited the device from being able to power on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the switch on their device was damaged and was keeping the device's charge-pak from going in and out. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the on/off lid latch was missing and the device could not be powered on.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the switch on their device was damaged and was keeping the device's charge-pak from going in and out. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the on/off lid latch was missing and the device could not be powered on.